Event description:
It was reported that following a lead revision procedure (MFR report number 3006630150-2026-01962) wherein an electrocautery was used, the patient experienced a difficulty charging the implantable pulse generator (ipg) and was unable to connect it to a remote control and clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.